Event description:
It was reported that the patient was infused with the wrong drug. A mistake was made by the pharmacy in the preparation of the drug mixture, and they included morphine into the drug solution that should have been just baclofen. This error was not picked up at the time of the refill and the patient had a reaction to the morphine; over the weekend the patient had gotten drowsier, became seriously unwell, and aspirated her own vomit. The patient was admitted to the hospital. Later in the evening the catheter and pump reservoir were emptied. The next morning the patient had serious aspiration pneumonia, and end-of-life care strategies were discussed. The pump was turned down to a minimum rate. The patient's status was noted to be 'seriously unwell and possibly palliative' with aspiration pneumonia. About one week later, additional information indicated that the patient had recovered and was home from the hospital. The intended drug for use within the system was baclofen (unknown) 2000mcg/ml and 680mcg/day. The drug not intended to be used within the system was an unknown mixture of baclofen and morphine, concentrations unknown.

Event description:
Additional information was received. Medtronic representative reported patient's pump contained baclofen 1500mcg/ml and morphine tartrate 7.75mg/ml at the moment of the event.

Manufacturer narrative:
Product ID 8709sc, lot# b0959034k, product type catheter; product ID 8709, lot# l 82370, product type catheter. (B)(4).